Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had not worked for over a year. Customer stated that she started having an issue with it about a month after the recall. She noted she was using someone else's pump that she was close to that had passed away. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.